Event description:
The customer reported that the left monitor would not display an image. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep formed an over-the-phone investigation. The customer has opted to order the parts and perform the repairs themselves.